Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated the ins has not been working and all of a sudden the stimulation speeds up to an uncomfortable level. Caller stated sometimes the stimulation goes through the night so she will have to turn it off and randomly pulsing really hard. Caller stated the pulsing really hard happens all of a sudden and not during any particular positional movements. Turned the stimulation off and stopped sensation. Caller stated she has had the ins turned off for a while now and she does not have the uncomfortable stimulation. Caller stated she is very frustrated and feels she has a defective ins. There were no further complications reported.